Event description:
It was reported that during a low anterior resection procedure, the cartridge pan and the cartridge body were disassembled when the jaw was going to take the rectum, and some drivers fell out in the abdominal cavity. As the cartridge pan was in the jaw, it did not fall into the patient. The cartridge body was retrieved from the small incision. The device was not fired. Another cartridge was loaded into the same instrument and used to complete the case without any problem. The operation was not converted into the open surgery. The doctor commented that the firing trigger had not been grasped. As the drivers were not found when the abdominal cavity was cleaned, the drivers might have remained inside the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.